Manufacturer narrative:
H3: product analysis as found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis withing shipping box; and within aplastic bio-pouch. The pipeline flex embolization device was returned within the phenom 27 catheter. Damage location details: the pushwire was extending out from catheter hub. No bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The distal and proximal ends of pipeline flex braid were found fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and no damages were found. No other anomalies were observed. Testing/analysis: the total and usable lengths of phenom 27 catheter were measured to be within specifications. The pipeline flex device was pushed out from catheter lumen without any issue. The catheter was flushed with water and water exited out of the distal tip. Conclusion: based on the analysis findings, the pipeline flex could not confirmed to have failure/incomplete open proximal as the distal and proximal ends of pipeline flex braid were found fully opened and damaged. However, the root cause could not be determined. Possible causes of failure/incomplete to open include vessel tortuosity and damage braid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported lesion characteristics (location, size, type, side, dimension, ¿etc.): left internal carotid artery c6 segment aneurysm, located on the lateral wall, with a 4mm neck and a maximum diameter of 5mm, a saccular regular aneurysm. The cause of the pipeline failure was not determined. The proximal section of the pipeline did not open. No issue was identified with the catheter used. Through technical attempts at increasing tension, decreasing tension, swinging, pushing and pulling, etc., it failed to be opened.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient wa being treated for an unruptured left internal carotid artery c6 segment aneurysm with a saccular morphology. Aneurysm dimensions: max diameter 5 mm and neck diameter 4 mm. Landing zone (artery size): distal 2.8 mm and proximal 4.5 mm. The patient¿s vessel tortuosity was moderate. Access vessel was the right femoral artery (diameter 8 mm). The blood vessel was tortuous. The ped deployed, and it could not open after passing the third bend. Repeated attempts still failed to open. It was unknown if dapt (dual antiplatelet treatment) was administered. Angiographic result post procedure: ped adhered to the wall and blood was retained in the aneurysm. The catheter was flushed as indicated in the IFU. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Continuation of d10: product ID: fg15150-0615-1s (lot: 228859805). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.